Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed due to the condition of the returned device. The stent elongation could not be confirmed as it was based on case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, mid femoral artery. In an up and over stenting attempt in the calcified vessel, the 6.0/15 mm absolute pro stent was deployed half-way and then failed to deploy any further. The deployment stalled when the thumbwheel stopped working. The handle was dismantled and the outer sheath was cut and removed to facilitate deployment of the stent. The stent implant was significantly elongated but was eventually fully deployed within the vessel; however the proximal end of the stent implant crossed the superficial femoral artery/profunda bifurcation and was located in healthy tissue. 2 additional non-abbott covered stents were deployed inside the stretched absolute stent. No additional information was provided.